Event description:
Reportedly, noise oversensing was observed on both atrial and ventricular channels. Review by the physician of previous follow-up data showed that the phenomenon appeared before. It was impossible to reproduce the same noise pattern during the follow-up session. Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Event description:
Reportedly, noise oversensing was observed on both atrial and ventricular channels. Review by the physician of previous follow-up data showed that the phenomenon appeared before. It was impossible to reproduce the same noise pattern during the follow-up session. Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).